Event description:
It was reported that a male patient underwent an open reduction internal fixation on (B)(6) 2013. The surgeon pre-drilled for a 3.5mm cannulated screw and the screw was inserted. As the screw was near the end point of fixation, the surgeon encountered resistance and the screw started to strip. The surgeon continued to turn the screw and it started to bend in the non-threaded shaft portion. The surgeon tried to reverse the screw with pliers from the screw removal set, and the shaft of the screw broke. He then tried to use a trephine in reverse to remove the remainder of the screw and more of the screw broke, leaving only the threaded portion of the screw in the patient. A broken screw was left in the patient. The surgeon indicated he will attempt to remove it again once the fracture heals. The surgeon was able to put in a second screw successfully to complete the procedure. The surgeon plans to remove the second screw as well once the fracture is healed. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Placeholder.